Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Additional information was requested and the following was obtained: on what tissue type was the device used? Gastric tissue. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? The 5th firing. What color cartridge was being used? Gold. What other color cartridges were used before and after this event? Two -black,1 green,1 gold. Was buttressing material utilized? Seam guard. Were any unexpected noises heard? No. Was there any difficulty removing the device from the tissue? No. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported that during a sleeve gastrectomy procedure on the 5th firing with a gold cartridge. When the device started to fire the tissue was pushing out of the device. The device did not cut, but deployed few malformed staples. Scissors were used to cut out the staples and some buttressing material left from the previous firing. The case was completed with no patient consequence. The device was discarded.